Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 15-20mm in length, 80-85% stenotic and was located in the right coronary artery (rca). A temporary pacemaker was inserted into the patient at the beginning of the procedure. The physician used a 7fr introducer sheath, jr4 guide catheter and a crossing guide wire to access the lesion from a radial approach. The crossing guide wire was exchanged for a csi viperwire guide wire and the csi orbital atherectomy device (oad) was loaded onto it. The physician performed four runs at low speed for 25-30 seconds each run. The oad was removed and the physician then performed multiple balloon angioplasty inflations. During balloon angioplasty, a perforation was observed. The physician attempted to resolve the perforation by deploying a covered stent, but was unsuccessful. The patient was transported to the surgical unit for additional intervention, but expired during surgery. Additionally, post-procedural angio review by the physician revealed a dissection (no perforation) post-atherectomy. It could not be determined whether or not the oad caused or contributed to the perforation. Additional information was requested, but was denied by the facility.